Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #01 MFR report: report source.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coils (smart coils) pusher assembly. The pusher assembly was kinked approximately 44.5 cm from the proximal end. The embolization coil was intact with its pusher assembly. Conclusion: evaluation of the returned device revealed that the smart coil was able to be advanced through a demonstration microcatheter and out of the distal tip. The smart coil was advanced through a demonstration microcatheter; however, while advancing the smart coil through the demonstration microcatheter, resistance was encountered once the kink in the pusher assembly entered the hub of the microcatheter. The smart coil was advanced out the distal tip of the demonstration microcatheter with the resistance that occurred from the kink. The kink in the pusher assembly may have contributed to the resistance experienced during advancement. The microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an anterior communicating artery (acom) aneurysm using penumbra smart coils (smart coils). During the procedure, the physician experienced resistance after advancing a smart coil half way through a non-penumbra microcatheter; therefore, it was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.